Event description:
A doctor reported that following intraocular lens (iol) implant surgery, many glistenings were noted with the lens. In a follow up, the doctor reported that he is not sure if what he sees on the iol are glistenings or artifacts from a yag laser procedure that was performed. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the sample was not received for evaluation; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).